Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that there was a speaker failure. It is unknown if the speaker failed to produce sound, or if it was a different type of speaker failure. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #:(B)(6). Reporter phone #: (B)(6).